Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: correct: h6 and h10: device evaluation: the actual device was returned for evaluation. During further evaluation, it was determined that the device had corrosion/rusting/pitting. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. Furthermore, the assignable root cause of previously reported conditions was determined to be traced to be maintenance, which is improper maintenance, and not user error as was previously reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device color band was chipping, heated up and was vibrating. The device also failed pretests for visual assessment, temperature verifications and vibration assessment. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that the craniotome device was not sitting on the motor device. During in-house engineering evaluation, it was determined that the device color band was chipping, heated up and was vibrating. The device also failed pretests for visual assessment, temperature verifications and vibration assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.